Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the inflation lumen. The tip, shaft and balloon were examined. Magnified inspection identified a pinhole in the balloon material at the edge of the proximal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. There were numerous hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jul-2016. It was reported that crossing difficulties were encountered. The 75% stenosed, 18mm in length target lesion was located in the severely tortuous, severely calcified, and 1.6 mm in diameter left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.